Event description:
Received a call from a biomed technician (bmt) at the user facility on 15 jan 2020. The bmt called to request a replacement and process a return of the cycler for investigation of the reported events. Upon follow up with the bmt, it was reported that the cycler had been placed on hold since the date of the event and had not been used since then. A replacement cycler was issued and the reported cycler has been scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: b5, d10, h3 (reported cycler has been scheduled for return to manufacturer on 15 jan 2020) a plant investigation will be completed on the returned device. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d10, h3, h6 (method- replaced c139460 with c91896) (result- replaced c92084 with c92083) plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was no dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) simulated treatment was initiated and passed. The cycler underwent and passed a patient sensor calibration check. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient's registered nurse (rn) discovered a fluid leak within the cycler's cassette compartment during drain 2 of 6 of pd treatment. The rn reported receiving air detected in cassette alarm during drain 2 of 6 prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. After rebooting the cycler the error message reappeared. The rn indicated she would speak with the coordinator to arrange replacement. The patient was disconnected from the cycler. Upon follow up, the pd registered nurse (pdrn) reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was at the hospital for a non-invasive out-patient procedure where they repositioned his catheter due to unspecified reasons. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The reported cycler has not been replaced because the hospital is waiting on the nephrologist to call and make that request.